Manufacturer narrative:
One smiths medical level 1 hotline low flow system was returned for analysis with wear and tear damaged enclosure, front cover, tank cover, and line cord and an outdated printed circuit board (pcb) and power switch. During analysis, the reported issue was able to be duplicated. It was noted that old worn-down pump was the cause of the reported issue. No action taken due to the age and condition of the device. It is deemed beyond economical repair. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system had a loud pump. No adverse effects were reported.